Event description:
Event description boston scientific received information that this right ventricular lead's unipolar and bipolar impedance was >2500 ohms with high thresholds. A revision procedure was scheduled.